Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history shows that the laser was verified successfully prior the day of treatment. The post op value for spherical power appears to be one diopter higher than what was expected; however, no post-operative topography was provided, in which case nothing can be confirmed related to the ablation. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of unexpected refractive outcome of over correction of the left eye at two weeks post lasik treatment. Reporter indicates patient has a history of seasonal air borne seasonal allergies, but no dry eye. The patient is currently being monitored.